Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a proximal pressure sensor error. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there was a proximal pressure sensor error. The rse advised that diagnostic code 110b is the proximal pressure not being measured and the pressure-related alarms are compromised. The rse advised the customer to replace solenoids 3 and 4 to resolve the issue. The rse provided the customer with the parts ID for solenoids 3 and 4 to order.